Event description:
It was reported that the customer had a loose drive support cap on the insulin pump. The customer's blood glucose level was unknown. Customer states that the drive support cap was sticking out from the side of the insulin pump. Troubleshooting was not performed, but the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.